Manufacturer narrative:
Product complaint anlaysis team has completed its investigation of device which was returned to co with product inquiry #973530. Visual inspections 7 results: visual inspections & results: any other noticeable damage, n/a; batch number, n/a; cartridge pan in place/condition n/a; condition of drivers, n/a; lockout tabs on pan condition, n/a and position/condition of wedge sleds, n/a. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no and result of attempted firing, good. Analysis conclusion: based upon inquiry info received, visual examination, and functional testing, no conclusion could be reached as to why instrument reportedly "dropped the cartridge" during surgery. Instrument was returned in good physical condition. Instrument was cycled, fired, cut, and formed staples within design specification. Cartridge retention feature was measured and was found to be within design specification. It was concluded that instrument was fully functional and conforming to design specification. Experience surgeon reported could not be repeated. Each instrument is evaluated during assembly process to ensure it functiona properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported the device was used during a v.a.t.s. Procedure. It was reported by the affiliate that the cartridge dropped on the fifth and sixth firing process. The cartridge was retrieved. There was no pt consequence.